Event description:
It was reported that during primary foot surgery, the instrument would not hold the staple.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.